Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was a visible manufacturing defect in the internal sealing rubber. To aid in the investigation, a photo and sample were received for evaluation by our quality team. It was possible to confirm the stopper flash. The flash is caused from a burr on the stopper from the stopper supplier. The stopper supplier will be notified regarding this incident. A device history record review was completed for provided material number 990172, lot 4262711. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences or maintenance events related to this incident. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was able to confirm the incident in question.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/s stopper was defective / damaged. The following information was provided by the initial reporter translated from portuguese to english: while the pharmacy assistant was sorting through the sector's materials, he identified that the material ¿disposable seringa with luer lock 10ml needle¿ (code: 2035890) had a visible manufacturing defect in the internal sealing rubber, sealed packaging. Separate item to be notified and the rest of the stock checked. Material showing loose sealing rubber inside the syringe. Identified in central pharmacy.